Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that upon unpackaging the supera self expanding stent system (sess) and during preparation, the white tip separated. There was no device use or patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report it was reported that the tip separated when the device was prepared by an unexperienced tech and the packaging wire was removed, thus tearing off the tip. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as reportedly the device was prepared by an unexperienced tech and as the packaging wire was removed the tip of the device was inadvertently pulled; thus, tearing off the tip. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number corrected from unknown to 5031961. D4: primary UDI number corrected from (B)(4) unknown to (B)(4).